Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received. This is a final report.

Event description:
The recipient_s was not using the device for four years. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients was not using the device for four years. Further proceedings are unknown.